Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone insulation on the hemopro jaw separated. A replacement device was used and the same issue occurred. Nothing fell into the pt and no intervention was required. The hospital reported that there was some bleeding at the site; however, it was very minimal and a transfusion was not required. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the products in question.

Manufacturer narrative:
Since the devices are not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).